Manufacturer narrative:
The pod was received fully deployed. An 0x14, pod is occluded, alarm was observed in the pod data along with timeouts at the end of the pod run. The observed hazard alarm confirms the user reported event. No damages or deficiencies were observed that could have contributed to the occlusion alarm. The cause of the occlusion alarm could not be determined. A leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod for longer than 48 hours on their arm. Information on treatment was not provided. The device was originally reported for producing an occlusion alarm.